Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter valve, the valve failed due to severe regurgitation.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter valve, the valve failed due to severe regurgitation. Additional information was reported that the failed valve was first identified approximately 4 years and 8 months following the implant of a transcatheter valve. Approximately 10 months later, severe central aortic regurgitation (ar)/aortic insufficiency (ai) was observed. Structural valve deterioration without hemodynamic valve deterioration was noted. A valve-in-valve (viv) procedure was performed 5 years, 7 months, and 6 days following the implant of the first transcatheter aortic valve (tav). The second tav, a non-medtronic tav was implanted without complication. Following the viv, the resulting gradient was less than 5 millimeters of mercury (mmhg).

Manufacturer narrative:
Corrected data: e. Initial reporter's email address h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2 a4 a5 b2 b3 b5 b7 g2 h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the failed valve was first identified approximately 4 years and 8 months following the implant of a transcatheter valve. Approximately 10 months later, severe central aortic regurgitation (ar)/aortic insufficiency (ai) was observed. Structural valve deterioration without hemodynamic valve deterioration was noted. A valve-in-valve (viv) procedure was performed 5 years, 7 months, and 6 days following the implant of the first transcatheter aortic valve (tav). The second tav, a non-medtronic tav was implanted without complication. Following the viv, the resulting gradient was less than 5 millimeters of mercury (mmhg).